Event description:
It was reported that pump battery drained faster than expected, requiring charging every two days. There was no reported impact to the customer¿s blood glucose level. Customer declined further technical support follow-up, remained within warranty, and began process of obtaining replacement device, and no additional information was received regarding the outcome of event.